Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, the technician pushed the clip catheter down the scope and when it exited the end of scope, the clip fell off. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.